Event description:
It was reported that while performing peritoneal dialysis (pd) therapy, a home patient (hp) received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during dwell four of four. The hp had two bags connected, with no disconnections nor leaks were found during trouble shooting. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp elected to finish therapy with manual supplies. There was patient involvement, however no adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.